Event description:
It was reported that the patient had syncope. It was also reported that the implantable pulse generator (ipg) had early battery depletion and no capture. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.